Manufacturer narrative:
A ge service rep performed an on site investigation. Removed and replaced the backplane pcb and generator driver backplane cable. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 sys presented a "low ma" error during a case. The case was able to continue. There was no report of pt injury.